Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: visual inspection did not find any moisture or corrosion in the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test cap was able to secure properly and the pump powered on normally. The pump¿s current draws measured within specifications. No overheating occurred during investigation; the complaint of a temperature issue could not be confirmed or duplicated. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.